Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five photos and five devices. A visual inspection of the returned photos noted: the first photo depicts the back side of the jaws with one jaw leg out of position. The second photo depicts the instrument inserted into a 5mm trocar. The third photo depicts a close up of the distal end of the trocar cannula with the instrument shaft going through. The fourth photo depicts another view of the back side of the jaws with one jaw leg disengaged. The fifth photo depicts the label from the display box. The five instruments were received with the full complement of sixteen clips each. No visual abnormalities were observed with the instruments. The instruments were applied to appropriate test media for functional evaluations. The instruments were found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formations were achieved and the firing handles were released. In addition, when the cartridges were empty, the interlocks engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged jaw cam condition may occur when one of the jaws legs gets forcefully pulled outward away from the center line of the shaft. The noted jaw cam disengagement impedes functionality of the jaws, possibly resulting in clip malformation and/or difficulty removing the instrument from a trocar. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, while being applied on the vessel, the clip applier jaws were not closing. In order to remove the instrument from cavity, the surgeon removed the trocar with the instrument inserted. The surgeon also stopped the surgery to pick up from abdominal cavity the clips that were released by the broken instrument inside the abdomen. Another clip applier was used to complete the case. The surgical time extended 30 minutes or more due to the product problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of five photos and one device. A visual inspection of the returned photos noted: the first photo depicts the back side of the jaws with one jaw leg out of position. The second photo depicts the instrument inserted into a 5mm trocar. The third photo depicts a close up of the distal end of the trocar cannula with the instrument shaft going through. The fourth photo depicts another view of the back side of the jaws with one jaw leg disengaged. The fifth photo depicts the label from the display box. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged jaw cam condition may occur when one of the jaws legs gets forcefully pulled outward away from the center line of the shaft. The noted jaw cam disengagement impedes functionality of the jaws, possibly resulting in clip malformation and/or difficulty removing the instrument from a trocar. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.